Manufacturer narrative:
The lot number was not provided; therefore,the device history record could not be reviewed. There was no patient injury. The complaint device was not returned for analysis; therefore, the precise root cause of the complaint could not be determined. The IFU states to verify the integrity of the catheter components before use. If a component appears damaged, use a replacement catheter. The skater¿ safety centesis catheter with pigtail and blunt retracting stylet is intended for aspiration of fluid from the body. In thoracentesis, the fluid is removed from the pleural cavity. It is probable that the device was placed too close to a rib and the breathing of the patient caused kinking of the catheter which required hand pumping of the fluid by the physician.

Event description:
The pigtail catheter was inserted into thora drainage space using standard technique. The catheter was close to a rib. The breathing of the patient caused kinking in the catheter preventing flow. The fluid had to be hand pumped by the doctor in between each respiration to complete the drainage.